Event description:
The customer reported via phone call that the insulin pump stopped vibrating. The customer's blood glucose was 114 mg/dl. She stated that the insulin pump did not vibrate when she pressed the act button after using the up arrow to set an easy bolus amount. The customer stated that she had already replaced the battery and performed a self test on the insulin pump. She confirmed that the insulin pump had not vibrated during the vibrate test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The unit failed to vibrate during the self-test due to the vibrator motor connector not being fully connected in to motor 1 connector interface board. The unit also had a minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.